Event description:
It was reported that this pacemaker was unable to connect to the programmer. It was noted that pacing was not confirmed on the surface electrogram (egm) and the patient's heart rate (hr) was 52 beats per minute (bpm). The patient was admitted to the hospital and scheduled for a replacement. This pacemaker was explanted and replaced and has not been returned to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.